Event description:
I used renu with moistureloc saline solution from may 2005 to this year 2006. When I had to switch to hard contact lenses because of fungus in the eye and then being diagnosed with keratoconus which affects the cornea. This happens when using this product.